Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the initial reporter indicated that the surgeon cut a 3 to 4 inch hole in the patient's bladder with energy. The surgeon was able to sew the cut in the bladder up and complete the case robotically. On 24-apr-2022, intuitive surgical, inc (isi) obtained the following information about the complaint: the surgeon reported that the event "had nothing to do with the robot" and the event was due to "operator error."

Manufacturer narrative:
Based on the current information provided, the root cause of the reported intra-operative event cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for the return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during a da vinci assisted surgical procedure, the surgeon cut a hole in the bladder with energy. The bladder was sutured and the case was completed robotically. Although the surgeon indicated that the event was due to "operator error," the cause of the intra-operative bladder injury is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.